Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for 5 years, 1 month was scheduled for a valve-in-valve procedure due to severe degeneration with severe stenosis and regurgitation. Pre-op work up revealed severe phtn, poorly functioning rv and chf exacerbation. The tavr team determined her morbidity/mortality for redo mitral surgery as formidable if not prohibitive and discuss expedient work-up. Per the medical records, the patient presented hypoxic and hypotensive, was intubated, and admitted to the ICU on a ventilator. Work-up revealed acute on chronic heart failure with severe right hf, preserved lvef 45%, severe ms, and severe phtn. The patient was scheduled for tmvr at another hospital later in the week. She continued to decline with aki, acute encephalopathy, and cardiogenic shock. Per patient's prior wishes she was made dnr, despite maximum support she expired on hospital day #2.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Root cause likely patient related factors. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for 5 years, 1 month will undergo a valve-in-valve procedure due to severe degeneration with severe stenosis and moderate regurgitation. The patient presented with acute on chronic diastolic heart failure.